Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the distributor, vision direct UK, to the manufacturer, on behalf of a subsidiary location for an event that occurred in spain. Details of the user or contact lens prescribing, sale, or event treatment location(s) in spain were not provided. It was alleged that the user experienced a corneal ulcer with ocular discomfort on two instances in the left eye (os) after three to six days of wearing contact lens. Information provided by the distributor indicates that on each occasion of 02 september and 24 september 2024, the customer sought medical attention where unspecified antibiotics were prescribed. It was noted that as of the date of report on 27 september, while the incident is resolving with medication, the customer still experiences ocular discomfort and has temporarily discontinued lens use. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the alleged diagnosis of corneal ulcer, with limited information and the potential for serious injury associated with some corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.